Event description:
It was reported that the patient's device electrode was not in the cochlea due to ossification of the cochlea. The patient has not performed well with this device. The patient's device was explanted.